Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis confirmed the reported events related to the connecting tube crack. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications prior to shipment from boston scientific. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the proximal cylinder bodies. The kink resistant tubing (krt) of both cylinders were worn down to the filament. Cylinder 1 had a hole from avulsion in the outer tube that was the result of wear against the krt in the proximal cylinder body; a small leak was present. Cylinder 2 had leaks in the proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. Both cylinders were not pressure tested due to the leak that was identified. The identified fluid leak could affect the functionality of the device as device would not function after the fluid system was lost. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. No leaks were found. The pump was functionally tested and failed the 8lb activation test (2). The pump, therefore, required more than 8lbs of force to activate. Product analysis concluded these activation issues could affect the functionality of device as the reported mechanical issue. Product analysis identified device malfunction with the returned device. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen, based on the failures with the pump that failed the activation and the identified hole in the cylinder from avulsion that led to a fluid leak. The adverse event of device has a fluid leak leading to limited device function and mechanical difficulty with the device are known risks of the device and is included in hazard analysis. .

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the pump connecting tube. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the pump connecting tube. Following the surgery, the patient was stable, improved and the event resolved.